Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
White inner sleeve partial came out post-op. Made loud noise during tibia wall. Case type: pka.

Manufacturer narrative:
Reported event: it was reported that white inner sleeve partial came out post-op. Made loud noise during tibia wall. Product evaluation and results: the burr guard assembly did not show a missing "white sleeve" but the bearing was seized which could make the attachment louder.2049. Product history review: review of the product history records indicate 53 devices were manufactured under lot no 40m026640 and accepted into final stock on 01/05/2018. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 204992, lot number 40m026640 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Event description:
White inner sleeve partial came out post-op. Made loud noise during tibia wall. Case type: pka.